Event description:
On may 11, 2022, the reporter (a pharmacist) of the patient/lay user contacted lifescan (lfs) USA alleging that the patient¿s onetouch verio reflect meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation since the pharmacy could not be reached for more information. The medical surveillance specialist (mss) listened to the initial call recording and obtained additional information. The reporter alleged that the subject meter started displaying inaccurate high readings on (B)(6) 2022, at an unspecified time. The patient obtained a blood glucose reading of ¿over 300 mg/dl¿ on the subject meter. The pharmacist did not report how the patient manages their diabetes, however the patient claimed that they increased their dose of insulin in response to the alleged issue. The pharmacist stated that an unspecified time after the alleged issue occurred, the patient developed unspecified symptoms and had to go to the hospital. During listening to the call recording the mss noted that the pharmacist stated that the patient literally ¿fell and passed out¿ due to the subject meter reading high and the patient taking another dose of insulin in response, while his blood sugar actually was really low. The pharmacist claimed that the patient¿s blood glucose was tested on an emergency medical service meter and the reading was ¿in range¿. The pharmacist did not specify if the reading was obtained before or after treatment nor what kind of treatment the patient had received. At the time of the initial call, the cca sent a replacement meter to the reporter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.